Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 4 of 4. The hp was connected and none of the bags had disconnected. The hp would finish therapy with manual supplies. Corporate product surveillance (cps) contacted the hp on (B)(6) 2011. He stated that he later noticed that the heater line had disconnected from the heater bag, and he had no idea what had caused the separation. He did not see any air in the lines. The sample had been discarded, but a companion sample was available. The hp could not supply the lot number. The hp had not contacted his nurse about the incident, and cps advised him to let his nurse know. Therapy since has been going well. There were no adverse events reported due to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "supply bag disconnected without falling." Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. The label review found the labeling adequate for the possible use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.